Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the pt received less medications than intended. The pump was returned to the biomedical dept with an unsigned note that stated, "pump says empty but medication is almost full." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain add'l info including pt outcome.